Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
During the use of this product, a small amount of liquid leaked from the end of the core rod.

Event description:
No additional informaiton provided.

Manufacturer narrative:
There are no samples available for return and no pictures or videos are provided, the investigation cannot be carried out. Visual inspection was performed for 180ea of retain samples of this batch, no leakage was detected. In conclusion, the root cause of this complaint defect cannot be confirmed. The factory will continue to monitor and track the trend of this defect complaint.